Event description:
It was reported that prior to the endoscopic vein harvesting procedure, the scope's black round eyepiece would not attach to the camera properly. Scope was not used in the procedure. No pt effects were reported.

Manufacturer narrative:
Investigation results: the scope was shipped to scholly fiberoptics for further investigation. A supplemental report will be submitted when the investigation results are received from scholly fiberoptics.